Event description:
It was reported that there were therapy concerns as the patient was having more symptoms on the right of his body in his arm and leg. The patient did not report any falls or trauma. The reporter stated that the patient was not acknowledging it as much, but that he was extremely unsteady yet cognitively with it. The reporter stated that combination 0 and 2 were showing 39,000 ohms and combination case and 2 were showing greater than 40,000 ohms. The reporter was not sure which implant was which. The reporter noted that the event began ¿a couple of months ago¿ and the impedances were high in january, but were left alone. The reporter then stated that the ¿numbers were automatically adjusted.¿ additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2014-11913 as the patient had two ins¿s and it was not clear which was the issue.

Manufacturer narrative:
Concomitant products: product ID 37601, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 64002, lot # n320011, implanted: (B)(6) 2012, product type adapter; product ID 3387-40, lot # j0527910v, implanted: (B)(6) 2005, product type lead; product ID 3387-40, lot # j0519661v, implanted: (B)(6) 2005, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748240, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748240, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3389s-40, lot # v078937, implanted: (B)(6) 2008, product type lead. (B)(4).